Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available, or if the device is returned and analysis is completed, this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) declared elective replacement indicator (eri). Boston scientific technical services (ts) recommended device replacement. Subsequently the device was successfully explanted. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.